Event description:
During power-up, the console failed self-test. A followup eval found that the failure was due to an instability problem with the transducer. It was determined that moisture in the component caused the problem.